Event description:
Healthcare professional reported "seal not intact/not sterile." Device was not implanted. Surgery was completed with a backup device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; the weight the device within specification, crease fold, deformation and was observed after autoclave cycle: cloudy color and voids. Based on the device analysis the final assessment is: device was not received in their original packaging, and no issues were found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation: breach of sterile barrier seal. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "seal not intact/not sterile." Device was not implanted. Surgery was completed with a backup device.